Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware & instruments areas passed. Software testing failed; after performing a hard re-boot, logged back into software application and system performed as expected. Issue resolved. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the site circulator had deleted that patient from the system, subsequently, the patient logs and event information are unavailable for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, after registration, the navigation system became unresponsive. In trouble-shooting, the navigation system was re-booted and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The reported event was unable to be replicated by medtronic personnel. The system was used many times following the event with no reported issues. The software investigation found that the reported event was unable to be unconfirmed as at least three documented attempts were made to retrieve software logs with no additional information made available.